Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: sample received : 1 opened pouch. OEM reports no previous complaints of this code batch. There are (B)(4) unit OEM stock. OEM received one open pack of novosyn with the thread broken. The thread is unused. OEM checked the thread at the microscope and can see that the thread is damaged and broken. OEM considers that this defect cud have been caused in the automatic wound machine during the manufacturing process. Taking into account that no other customer complaints have been received concerning this issue for this code batch, OEM considers that this is an isolated unit and claim is justified, but whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process adn the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applicable.

Event description:
Country of complaint: (B)(6). Complaints states: thread was already broken in the package after opening.